Event description:
Technical services received a call on (B)(6) 2012. Caller reported patient in afib and having problems sensing all of the atrial activity - 1.1 mv p-wave. Also measure .2 and in unipolar .3mv. They have decided to go to vvir-60 for the time being. Patient at (B)(6) hospital. No additional information is available at this time. Ra lead was implanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).